Event description:
The reporter states that she obtained a 350 mg/dl on the accu-chek compact system in comparison to the blood glucose result of 160 mg/dl on the professional meter. The results were obtained within a 10 minute timeframe. No reported actions or treatment. No adverse event reported. New system sent and return requested.